Event description:
It was reported that the patient felt chest pain and implantable cardiac monitor (icm) movement during an MRI. The status of the device is unknown. No patient complications have been reported as a result of this event.